Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening on posterior. A visual and microscopic analysis was performed which identified: opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is a sharp opening on posterior due to a surgical impact opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side removal due to "ruptured" implant. The device was explanted.